Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Cardiac arrhythmia is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the hm3 IFU also lists arrhythmia as a potential late postimplant complication. The patient care and management section provides information regarding defibrillation as well as blood pressure management. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 0 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that the patient developed atrial fibrillation/cardiac arrhythmias with lower bp requiring IV amiodarone and cardioversion. Did experienced lower bp readings post op due to atrial fibrillation. The patient had changes to medication; cardioversion. No further information was provided.